Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services inspection shows fogging behind the lens due to detached sealant.

Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope® gvl® 4, catalog: 0574-0001, sn: (B)(4).

Event description:
While in patient procedure, the customer reported using the gs pgvl video monitor with the gvl 4 blade, which did not perform as intended. The monitor's image stopped working. It was unknown if there was a back-up device used to complete the procedure. No harms were reported.